Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email of low blood glucose readings and hospitalization from the insulin pump. The customer stated that he was hospitalized due to low blood glucose readings about a month ago. The customer stated that he is doing okay and does not want a follow up.